Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
The user facility reported that while the clinician was attempting to capture the needle into the safety mechanism, the clinician sustained a needle stick. The clinician is believed to be receiving treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported.